Event description:
Upon opening the package, the hub was noted to be cracked. The product was not clinically used. The account did not note any changes in storage, handling, or prepping.

Manufacturer narrative:
The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.